Event description:
It has been reported that the bd bactec¿ plus anaerobic/f culture vial has been found with a missing label. The following has been provided by the initial reporter: according to the customer¿s report, a label was missing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd bactec¿ plus anaerobic/f culture vial has been found with a missing label. The following has been provided by the initial reporter: according to the customer¿s report, a label was missing.

Manufacturer narrative:
H6: investigation: customer reported a bottle without the vial label. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Two photos were received. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is confirmed based on photos received. Even though the manufacturing line is unknown, as a preventive action a change control was initiated to add new redundant label inspection system to ensure the presence of the vial label. Process control technician inspects one (1) carton case every 30 minutes for completeness. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.